Manufacturer narrative:
Combination product: yes. Corrected the initial reporter information. Reference CAPA# nc-24-004. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. In addition, the angiographic material and ivus provided were reviewed. The technical investigation of the affected device revealed that the balloon has been inflated and is thus not well folded anymore. Stent imprints were observed on the exposed balloon surface, indicating that the stent was initially crimped in between the two radiopaque markers. The stent and the stent protector were not returned for analysis. The angiographic material shows three implanted stents in the left coronary artery from the beginning, one in the proximal to mid lad, one in the proximal lcx and one in the distal ri. Multiple devices are introduced and inflated. Unfortunately, it is not possible to conclusively assess which of the devices used is the affected device. Stent boost and ivus confirm the presence of an implanted stent in the ri but show no dislodged stent. The angiographic material does not contain further relevant information regarding the root cause of the complaint. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all inprocess and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. It should be noted that the IFU advises the user to visually check the stent crimping for uniformity, no protruding struts, and centering on the balloon, to verify that the stent is positioned between the proximal and distal balloon markers, and not to use if any defects are noted.

Event description:
A orsiro drug-eluting stent system was chosen for treatment. The device was introduced to the target lesion and was inflated, but no stent could be seen on ivus. A check of the operating table and the stent-packaging was done and no stent was found.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes (B)(6) 2024 updated event description a orsiro drug-eluting stent system was chosen for treatment of a a mildly calcified lesion (90 percent stenosis degree) in a mildly tortuous part of the distal rm (ramus marginalis). After pre-dilation of the lesion, the affected device was introduced into the target lesion. After subsequent positioning and inflation no stent could be seen despite performing a vascular check with stent-boost and ivus. A check of the operating table and the stent packaging was done and no stent was found. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. In addition, the angiographic material and ivus provided were reviewed. The technical investigation of the affected device revealed that the balloon has been inflated and is thus not well folded anymore. Stent imprints were observed on the exposed balloon surface, indicating that the stent was initially crimped in between the two radiopaque markers. The stent and the stent protector were not returned for analysis. The angiographic material shows three implanted stents in the left coronary artery from the beginning, one in the proximal to mid lad, one in the proximal lcx and one in the distal ri. Multiple devices are introduced and inflated. Unfortunately, it is not possible to conclusively assess which of the devices used is the affected device. Stent boost and ivus confirm the presence of an implanted stent in the ri but show no dislodged stent. The angiographic material does not contain further relevant information regarding the root cause of the complaint. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all inprocess and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. It should be noted that the IFU advises the user to visually check the stent crimping for uniformity, no protruding struts, and centering on the balloon, to verify that the stent is positioned between the proximal and distal balloon markers, and not to use if any defects are noted.